Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. The common femoral artery was patent and mildly calcified. Reportedly, the proglide device failed and hemostasis was achieved using a starclose device. No patient adverse effect was reported. Though requested, no additional information was available.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displayed unknown errors and displayed error 5. These issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Evaluation of the returned components yielded the following observations: the device was returned with the posterior cuff, needle tip and monofilament not included. The anterior cuff and link were engaged to anterior needle tip. The link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link detaches from the cuff, the suture will not be present during plunger withdrawal. Link detachment is likely the result of resistance encountered during the procedure. We were unable to determine the root cause for the report of device failed, or whether the reported patient anatomical condition (mildly calcified right common femoral artery, peripheral vascular disease) may have contributed to the reported experience. There was no manufacturing or quality issue detected that could have contributed to the reported complaint. A review of the device history record did not produce any findings relevant to this report. (B)(4).